Event description:
The manufacturer received information alleging the patient had smelled something burning and the nurses took the device off before it caught fire. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.